Event description:
Health professional reported: ¿pt had band explanted and replaced with a new band. (Complication of device).¿

Manufacturer narrative:
(B)(4). Allergan has received the product, however, the device has not been identified nor has the analysis been completed at this time. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Health professional has declined to provide add¿l info.